Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection resolved. This is the final report.

Event description:
The recipient is reportedly experiencing an infected stitch over the magnet. The recipient was prescribed oral antibiotics and topical ointment.